Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the battery cap would not attach. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/04/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked alongside of the pump and was cracked above and below the bumper pad. There was also a large chip in the battery compartment. It was also observed that the returned battery cap had stripped threads and was not able to attach to the returned pump or a test pump. A test cap was used to complete the investigation and it was also unable to attach to the pump. The pump was not able to power on during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.